Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the patient's entire system was replaced due to physician's preference. Patient was doing well postoperatively. The explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. It was also noted that the lead was fractured. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. It was also noted that the lead was fractured. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.